Event description:
According to the legal information received, the surgeon performed a breast reduction which resulted in major scarification and other injuries. A scar revision was performed and during this procedure the patient suffered 3rd degree burns on her upper mid chest area along with other injuries.